Event description:
The contact stated that the customer tested his blood glucose and received a reading of 552 mg/dl using his breeze meter. He then retested using a surestep meter and received a reading of 204 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.